Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated awareness date.

Manufacturer narrative:
Updated awareness date.

Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is failing self-test.